Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af). The implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ipg remains in use. No further patient complications have been reported as a result of this event.